Manufacturer narrative:
Hamilton medical ags reference: hamilton medical ags conclusion: the root cause of the reported touchscreen issue on the hamilton-c3 ventilator was a temporary calibration deviation identified during device startup. The issue was resolved through recalibration, confirming it was maintenance-related and not due to a product defect. No corrective action was required, as the device functioned normally after recalibration.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "on (B)(6) 2025, during the operation of the ventilator, the screen and knob malfunctioned, making it impossible to adjust the ventilator parameters. The department immediately stopped using it and reported it to the medical equipment department for repair, replacing it with a similar product to continue treatment." No clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.